Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30035040l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: distributed product: mobicath 8.5 french sheath; soundstar catheter; us catalog #: 10439236; lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a pentaray nav high-density mapping eco catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During mapping, the patient became hypotensive and a perforation was detected via the fast anatomical map (fam) and confirmed via ultrasonography. Pericardiocentesis yielded 600 ml. Patient was sufficiently stable for transport to the operating room for open heart surgery. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Patient factors cited that may have contributed to the adverse event include age and small anatomy. Physician did not cite biosense webster, inc. Products as the cause of the adverse event. There were no issues, errors, or malfunctions reported on any biosense webster inc. Products or equipment during the procedure. Transseptal puncture was performed with an unspecified transseptal needle and a mobicath 8.5 french sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. No ablation catheters entered the patient's body. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 250-300 seconds. No ablation catheters entered the patient¿s body.